Manufacturer narrative:
(B)(4). Correction: date of event was changed from (B)(6) 2016. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the clip could not be confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after a diagnostic procedure. Reportedly, the first attempt to deploy the clip was unsuccessful. A second attempt to deploy the clip was successful. Hemostasis was achieved with the clip of the starclose se device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.